Event description:
When drawing medication in to syringe, noticed small black particle floating in syringe. Another syringe from same lot was checked and black particle was found. Then found 2 more syringes that had loose black pieces on the plunger of the syringe. Particle did not match the rubber piece that was in the medication vial, so appeared to be only the syringe.